Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ovarian cvs. According to the reporter: the distal end of the cannula fractured while surgeon was removing ovary tissue. Looks like the trocar almost has a spiral fracture. They opened another trocar to finish. There was no unanticipated tissue loss. Surgery time was not delayed by more than 30 minutes.